Manufacturer narrative:
Evaluation summary: the investigation is in progress. A sample is not expected. With the information available to date, an assessment of product cannot yet be completed. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient with endophthalmitis after having glaucoma micro-stent implanted. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of endophthalmitis; therefore, the condition of the product could not be verified. The information provided was not sufficiently specific to determine if the event was related to patient pre-condition, user handling, device failure or a combination of these factors. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).